Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that insulin pump had noisy rewind. The customer¿s blood glucose level was unknown at time of incident. Insulin pump had frequent no delivery alarms. The insulin pump will not be return for analysis.